Manufacturer narrative:
There is an incoherence in the programming of lv autothreshold and pacing configuration. Pacing configuration is based on v3 vector, whereas lv autothreshold is programmed on lv vector. Due to a known software bug the lv autothreshold on v3 vector is programmed to off, so no automatic update is possible. A software fix is under assessment by microport crm. Based on available data, no malfunction on the general device functionality itself is suspected. As a conclusion there is no issue related to the lead, the event is related to the smartview anomaly.

Event description:
Patient participating in apollo study comes for m12 visit the (B)(6) 2023, and the nurses observe a high threshold alert from the (B)(6) 2023 for the lv lead (navigo 4lv 2d78, sn: (B)(6)). However, when done by them, the threshold appears to be normal and the system doesn't present any issues.